Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). A small baseline pericardial effusion was noted prior to the commencement of the procedure. Following the successful completion of the implant procedure, it was observed via transesophageal echocardiogram (tee) the pericardial effusion had doubled in size. A pericardiocentesis was performed and the patient fully recovered. The patient was discharged one day post index procedure.